Manufacturer narrative:
Patient age estimated. Date of death estimated. Date of event estimated. The unique device identifier (UDI) is unknown because the part and lot. Numbers were not provided. Implant date estimated. The scaffold remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the patient underwent a coronary procedure, with implantation of an absorb bioresorbable vascular scaffold. The patient had previously underwent a coronary stenting procedure, with implantation of an unspecified bare metal stent in the right coronary artery (rca) artery, leaving untreated diseased lesion proximal to the bare metal stent. The patient underwent a second coronary procedure, on an unspecified date, and a long unspecified xience stent was implanted, covering the bare metal stent and the proximal diseased lesion. Two absorb scaffolds were implanted in the proximal and mid left anterior descending (lad) artery, in overlapping fashion. Imaging was performed and noted good results. The patient was placed on dual anti-platelet therapy (dapt) post procedure and remained on dapt for three years; however, the dapt had recently been discontinued. It was reported that the patient was found dead at home. The patient had complained of not feeling well and it was assumed that the patient experienced angina and possibly in-scaffold thrombosis. No additional information was provided.

Manufacturer narrative:
There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record could not be conducted because the part and lot numbers were not provided. The reported patient effects of angina, thrombosis and death are listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use as known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.